Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was complaining of heat while charging. It was also reported that the ipg started to get low and was having frequent ipg charging. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.